Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) shocking impedances of 125 ohms. A commanded shock was done which showed impedances lower and in the 90's. The physician is choosing to leave the system in place at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.